Event description:
Event description boston scientific received information that this left ventricular lead had sustained a fracture and was exhibiting impedance measurements greater than 3900 ohms. Therefore, the lead was removed from service and successfully replaced.